Manufacturer narrative:
The reported event was duplicated by the repair technician. The results of further testing indicated a problem with the graphics card. The device was scrapped, as it was not repairable.

Event description:
It was reported that during the course of a total knee procedure after the distal femur resection, the screen of h700 (B)(6) laptop froze and the tibia could not be registered. After rebooting the system, the video was still unusable. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully using traditional methods.

Event description:
It was reported that during the course of a total knee procedure after the distal femur resection, the screen of h700 fujitsu laptop froze and the tibia could not be registered. After rebooting the system, the video was still unusable. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully using traditional methods.